Manufacturer narrative:
Reporter information: (B)(6).

Event description:
Philips received a complaint from the customer reporting a misalignment in the touch position on the v60 ventilator. The device was not in clinical use. There was no report of harm. A manufacturer's product support engineer (pse) confirmed the issue and reported the issue persisted after a calibration. Therefore, the touchscreen was replaced. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The pil technician installed the touchscreen into a pil v60 standard test bed (stb) in effort to duplicate the reported issue. The pil technician reported no evidence of damage or contamination upon visual inspection. The pil tech reported the touch screen passed all diagnostics testing and passed all operational testing noted in step 3 of the service manual. The touch screen flex circuit passes all resistance testing with solid results. The touch screen operates as expected with no issues noted. No problem found.